Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Manufacturer narrative:
Methods: actual device was received for an evaluation and investigation. A visual inspection, tensile strength and microscopic inspection were performed. Results: a visual inspection found that a silversoaker catheter was returned not fully intact, missing the black catheter tip. Evidence of stretching was observed 1.6¿ distal to the 3rd marking and observed throughout the entire catheter. The silversoaker catheter was examined under a microscope and found no signs of brittleness. A tensile strength test was performed on the catheter mid-body segment and the infusion segment with findings that the catheter met specifications. Conclusions: the investigation summary concluded that the silverssoaker catheter was received not fully intact, missing the black catheter tip. Evidence revealed that stretching was observed where the breakage occurred. Tensile strength testing indicated that the catheter met specifications. It was determined that incorrect use may have contributed to the reported incident, due to the evidence that stretching and breakage was observed on the catheter; therefore, excessive force may have contributed to the incident. Additionally, it was reported that the doctor instructed the nurse to remove the catheter despite discomfort during removal. The instructions for use (IFU) specifies, "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It¿s advisable to cover the site with warm compresses, and wait 30 to 60 minutes, and try again. The patient¿s body movements may relieve the catheter to allow easier removal. For additional information refer to the technical bulletin: tips for preventing in-situ catheter breakage with the on-q* system. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed (figure 12 on page 2)." An instructions for use (IFU) (14-60-602-0-04) and a technical bulletin (mk-00021), preventing in-situ catheter breakage, were sent to the customer. In a continuous effort to improve, a broken catheter complaints awareness training has been implemented. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Procedure: c-section ((B)(6) 2015). Cathplace: lower abdominal area. It was reported by the patient's family member that a catheter break occurred during removal. Initially, it was reported that the catheter came out 1 inch and then became stuck during attempted removal. Upon follow-up with the physician, the nurse was instructed to remove the catheter. When resistance was met, the catheter was pulled until it stretched and broke. A fragment of the catheter broke inside the patient; however, the patient was reported to be doing "ok". The device may be available for return. Additional information was received on 06/17/2015. The patient's family member reported that the patient was experiencing some discomfort from the surgery. The catheter was not removed from inside the patient. The patient will discuss a treatment plan with the physician.